Event description:
It was reported that the lead had perforated. Patient was feeling diaphragmatic stimulation. There was no capture and the sensing had decreased. X-ray and echo revealed that the lead was outside of the heart. The lead was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun